Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic due to weakness and palpitations. Upon device interrogation the right atrial (ra) lead exhibited gross undersensing observed on atrial tachycardia/atrial fibrillation (at/af) non-sustained ventricular tachycardia and non-ventricular tachycardia (vt) nsvt, and mon-vt and presenting rhythm which is causing errant pacing by the ra lead and right ventricular (rv) lead. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.